Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The customer name and device are not available for eval and investigation. Without the actual sample or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. D). It is worth nothing that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30 days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the left catheter broke with 2 cm in length outside pt's skin. Pt was sent to interventional radiology for removal of catheter. Catheter was visualized with a CT scan of the lower abdomen and pelvis. Catheter demonstrated a knotted portion which was seen in a shoe string like knotted configuration at the linea semilunaris just deep to the membranous fascia. Catheter was seen to travel medially in the cephalad direction through the left rectus abdominis musculature and exit the muscle but not the subcutaneous fat cephalad to the umbilicus. It was approx 3.7 cm deep to the skin. Based on the location and the knotted portion of the catheter, removal would likely require surgical incision and exposure. Catheter was not removed in interventional radiology that day. Pt was referred back to the surgeon for surgical removal. No further info available as there is no record of the removal at the facility.